Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. A direct cause for the alarms could not be conclusively determined through this evaluation. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. The hmii lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with cardiac arrhythmias and no flow alarms and the patient stated their vad had been alternating between no flow and low flow alarms. The patient had a ventricular tachycardia (vt) rate in the range of 120-130 bpm and had successful overdrive pacing into sinus rhythm. Upon admission, the patient underwent vt ablation on (B)(6) 2020, it was deemed successful, and the patient was discharged on (B)(6) 2020.